Manufacturer narrative:
Ethnicity: unknown/ not provided. Other: the intraocular lens (iol) is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and then explanted from the patient's right eye because at 1-month check-up, the patient complained of halos and glares during morning and night. The lens was replaced with a non- johnson and johnson iol. There was no incision enlargement, vitrectomy, or sutures done. No patient post-op injury. The patient was well post-explant. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 6, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and covered in viscoelastic residue which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.